Event description:
Three enterprise vrds (unknown catalog and lot number) were used off-label to treat a high grade stenosis and dissection of the right internal carotid artery with very little flow. A cta of the treated site performed the following day showed low flow. It was reported that although known to be off-label, it was believed to be the best treatment option to navigate the tortuous intracranial anatomy and durable enough to patch the extensive dissected segment of the carotid vessels. The physician indicated that the final outcome was good, but the expectation was complete opening of the vessels. However, the physician indicated under the circumstances, the outcome was good for the patient.